Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dusz, implanted: (B)(6) 2017, product type: lead. UDI: (B)(4). Ubd: 2021-01-13. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: it was reported the patient says the therapy isn't really working to control her target bladder symptoms. Patient says the symptoms are as bad as they were before she was implanted and that the system seemed to work for two weeks, but then she had a return of her symptoms. Patient has tried using 3 out of her 4 programs and all of the programs she's tried send stimulation down the back of her legs. When patient turns stimulation up, it causes a burning sensation to go down the back of her legs. Patient services advised the patient to work with their doctor to confirm the lead position. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the meeting on (B)(6) 2017 was cancelled and they are waiting to get a meeting set up for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported they notified their managing physician and an appointment for (B)(6) 2018 was scheduled. At the appointment, they worked with the patient¿s neurostimulator (ins) and they said it was too early to tell if it was working. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their meeting with the doctor and manufacturer representative was rescheduled for (B)(6) 2017. No further complications.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1dusz, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was implanted earlier this year and it "has not worked" noting that "it just goes down the right leg." Later the patient indicated that the system/therapy has not worked to control the patient's target urinary symptoms and the patient has not seen improvement since implant. Additionally, the caller indicated that the patient was feeling stimulation in the wrong location meaning it was going down their right leg. Prior to the call the patient had tried increasing stimulation from 0.4 to 1.2 and had already spoken to their healthcare provider (hcp). The patient speculated that their healthcare provider (hcp) may have put the lead in the wrong place. During the call the patient's therapy was confirmed to be turned on and set to 1.1 on program 2. The patient was assisted with changing to program 3 and increasing stimulation to 1.3 where the patient confirmed feeling comfortable stimulation in the correct area. The patient planned to try this setting for a week and change to another program if necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient guessed the circumstances that led to the device not working, lack of therapy, and stimulation in the wrong location and possible lead placement was that stimulation was in the wrong location. It was noted that no steps were taken to resolve the issue; the patient changed the program, but that did not help. The patient had a meeting on the (B)(6) with their doctor and a manufacturer representative. No further complications were reported/anticipated.